Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
A patient reported to allergan that she was treated with coolsculpting to the abdomen (lower), thigh (inner area), abdomen (upper), arms (tricep), and flanks in 2015, then on the upper and lower abdomen in 2017. The patient reported she may be experiencing paradoxical hyperplasia. Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2018 to the bilateral inner thighs using coolcurve applicator, on (B)(6) 2015 to the bilateral inner thighs using coolcurve applicator , on (B)(6) 2015 to the bilateral upper arms with a coolfit applicator, on (B)(6) 2015 to the bilateral flanks using coolcore applicator, on (B)(6) 2017 to the bilateral lower abdomen using coolcore applicator and on (B)(6) 2017 to the bilateral upper abdomen using coolcore applicator who developed paradoxical hyperplasia after treatment.

Manufacturer narrative:
Correction removal numbers h.9 : z-1350-2022 this is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
A patient reported to allergan that she was treated with coolsculpting to the abdomen (lower), thigh (inner area), abdomen (upper), arms (tricep), and flanks in 2015, then on the upper and lower abdomen in 2017. The patient reported she may be experiencing paradoxical hyperplasia. Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2018 to the bilateral inner thighs using coolcurve applicator, on (B)(6) 2015 to the bilateral inner thighs using coolcurve applicator , on (B)(6) 2015 to the bilateral upper arms with a coolfit applicator, on (B)(6) 2015 to the bilateral flanks using coolcore applicator, on (B)(6) 2017 to the bilateral lower abdomen using coolcore applicator and on (B)(6) 2017 to the bilateral upper abdomen using coolcore applicator who developed paradoxical hyperplasia after treatment.